Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = according to the information received, ¿failure of implanted material in hip¿. The product was not returned to depuy synthes, however photos and a radiograph were provided for review. See attachment"source file - fw reporte falla de material". Based on the not centrical position on the femoral head regarding the inner surface of the cup found on the radiograph and review of the photographic evidence of the involved poly liner and ceramic head, a disassociation event between the poly liner and acetabular cup was able to be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient presented pain and instability of the operated hip, which is why an x-ray was taken that showed displacement of the implants. Additional surgery was required to remove the implants and replace them with others. Doi: (B)(6) 2023; doe: (B)(6) 2023; affected side: unknown.